Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was getting 300 and 400 mg/dl for an hour after changed the infusion set. Customer's blood glucose value was unknown at the time of the incident and current blood glucose level was 104 mg/dl. Customer reports symptoms related to their high blood glucose was dizziness and nausea. The drive support cap appears normal (slightly indented). The customer was assisted with troubleshooting and declined for high blood glucose. Customer had treated with injection shots. Customer will not return device for analysis.